Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. As received, the monitor was found to be missing the front response button tactile. The root cause for the defective response button cannot be positively determined but is likely due to excessive force. No adverse event resulted from the defective response button. The patient received a replacement monitor.

Event description:
A (B)(6) female patient called zoll customer support to report an unrelated equipment issue. Upon investigation of the patient's monitor a reportable problem was detected. The patient's front response button was inoperative. The patient was issued a replacement monitor.